Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the deep brain stimulation (dbs) therapy has never controlled all of their shaking. The patient confirmed that the dbs therapy does help to manage the shaking, but it doesn't alleviate it. The patient indicated that they expected the dbs therapy to alleviate their shaking. The patient stated that they have to keep their stimulation turned up pretty high. The patient also mentioned that whenever they turn the implantable neurostimulator (ins) off and turn it back on, their left side feels like somebody but a 24-volt battery up their rear end, and they get tingles from the top of their head to the bottom of their foot on their left side. In the last 2 years, the patient noticed that they have to charge their ins more frequently. The patient stated that they used to charge their ins once a week, but in the last 2 years they have to charge the ins at least 2 times a week. About 3 months ago, the patient noticed that they were getting shocks on the left side of their body. The patient stated that they already got 4 shocks today. The patient said there is no rhyme or reason for when they get the shocks. The patient said sometimes they get a shock when they put their hand behind their head, when they sit in their chair and rest, when they pull themselves into their truck, and when they bend over to tie their shoes. The patient stated that there is no specific time or position they are in when they get the shocks. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.